Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary : the complaint states: ¿it was reported that sales rep obtained this information on aug 16th, 2019 from the distributor that the ampoule of the cement (p/n: (B)(4). Was already broken when it was opened during tka surgery on (B)(6) 2019 so it could not use. There was no deformation in the outer box. The surgery was completed without a surgical delay by using alternative cement, and there was no adverse consequence to the patient. No further information is available.¿ as the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. The complaint information describes a broken ampoule. Without a sample or photographs, it is not possible to establish further information for the investigation, such as when this damage originated or how serious the damage is. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 9 lines 115, 116, 144 and 145 refer to this failure mode (see attachment ¿(B)(4). Extract from dva-107020-fde.pdf¿. In each case the risk is considered ¿as low as possible¿ and cannot be further mitigated. Confirmed complaints of this nature are usually traced back to the transport/ storage of the device. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sales rep obtained this information on (B)(6) 2019 from the distributor that the ampoule of the cement (p/n: 3070040) was already broken when it was opened during tka surgery on (B)(6) 2019 so it could not use. There was no deformation in the outer box. The surgery was completed without a surgical delay by using alternative cement, and there was no adverse consequence to the patient. No further information is available.